Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into a patient's eye and it was too large. The lens was explanted by a different surgeon who did not originally implant the lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.